Event description:
It was reported during routine check before use that cardiosave intra-aortic balloon pump (iabp) iabcatheter restriction error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found machine intermittently giving the error. Upon checking the fse found that safety disk assisted for 63,56,829 cycles and suspected the issue was with the safety disk. After testing the unit, the fse replaced the unit with a new safety disk (0202-00-0140). Checked all functions of the machine, and unit passed all the necessary test successfully.